Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device could not be interrogated. The device case was removed to facilitate the inspection of the internal components. An ohm meter was used to measure the battery fuse and it was found to be open and further testing identified a high current drain. Detailed analysis concluded a part within the high power module had suffered electrical overstress damage resulting in the high current drain, causing the open condition and, ultimately, the yellow warning screen and inability to interrogate the device in the field. The root cause of the electrical overstress damage could not be determined.

Event description:
Boston scientific received information that this device was implanted and defibrillation threshold (dft) testing was started. A three second induction was planned, but while the hold to induce button was pressed, the 50 hz burst was stopped and the patient did not go into vf. The on-screen fcg showed no signal and a yellow screen appeared indicating no telemetry connection. After ending the session, they were unable to establish another connection with this device. The pocket was reopened, the connections were checked, and the device showed no visible damage. The device was removed, and a new device was connected to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device was implanted and defibrillation threshold (dft) testing was started. A three second induction was planned, but while the "hold to induce" button was pressed, the 50 hz burst was stopped and the patient did not go into vf. The on-screen ECG showed no signal and a yellow screen appeared indicating no telemetry connection. After ending the session, they were unable to establish another connection with this device. The pocket was reopened, the connections were checked, and the device showed no visible damage. The device was removed, and a new device was connected to complete the procedure. No additional adverse patient effects were reported.